Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. It was reported that the pump was in the customer's pocket during the time of the alarm. There was no impact to the customer's blood glucose level. Reportedly, there was a delay in clearing the alarm. However, customer was able to clear the alarm and resume insulin delivery.